Event description:
The explanted generator and lead were received on 10/26/2016. Analysis is underway but has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns patient died on (B)(6) 2016 due to a fall. Per family member, when patient was alone in the house, patient most likely had a feeling that an epilepsy seizure was coming and went upstairs to his room to take medicine for it but didn't quite make it. Patient fell from the top of the stairs down onto the tile floor and hurt himself with an injury and passed away. Per family member, patient suffered from a very unusual form of epilepsy for the last 20 years of his short life. He had to live every day by taking a lot prescription medicine for his medical condition and that caused extra problems with his health. Per the physician's office, the cause of death is not believed to be vns related. The physician is not sure about the cause. They think the patient fell but can't confirm that and they don't know if he fell because of a seizure. The neurologist stated that the patient is believed to have gone looking for his magnet, and fell from stairs and smashed his head. Per the death certificate, the immediate cause of death is blunt force injury of head and torso. The decedent suffered a fall down the stairs in his own residence. An autopsy was performed but results are not available. The explanted devices were requested but have not been received to date. An internal sudep evaluation was performed by the manufacturer which determined the death to be probable sudep.

Event description:
An analysis was performed on the returned lead portion, which was returned due to patient's death. A large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. In the pa lab, the generator output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.014 volts, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 6.241% of the battery had been consumed. There were no performance or any other type of adverse condition found with the pulse generator.